Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun stat device was not warming.

Event description:
It was reported that the arctic sun stat device was not warming. Per follow up information received via email on 12jan2023, it was not used for patient, and they were waiting for normal service. The system hours were more than 2000 and when they tested it, there was problem with the pump. That issue was happened when system hours were so big, and no preventive maintenance have not done. Per review of work order on 12jan2023, the flow of the device was too low. The date of event occurred was 07dec2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as the device was not warming. The heater was replaced per pm. It was also reported that the flow was too low during testing. The device underwent the 2k pm. The mixing pump, circulation pump, drain valves and manifold were replaced. Device passed applicable testing. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.